Manufacturer narrative:
On 7/6/2016 a medela clinician added that a foul odor was noted from the wound pooling. The physician placed a traditional dressing on the patient and negative pressure wound therapy was discontinued. The patient is progressing with traditional wound care. The product was received on 8/31/2016. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The physician reported to medela on (B)(6) 2016 that, during npwt, pooling was noted and the patient experienced wound deterioration on a graft.